Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a calcified lesion located in the circumflex (cx) artery. There was no damage to the packaging. There were no issues when removing the device from the hoop/tray. Negative prep was performed. It was reported that the device did not cross the lesion. It was stated that on removal from the patient's body a damaged strut on the stent was noted. The procedure was complete using two resolute onyx stents, one 225x12mm and one 25x18mm. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent had moved slightly distally on the balloon, with distal struts placed over the distal marker-band. Deformation was evident to proximal and distal struts. Stent deformation is confirmed based on failed visual inspection. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Correction: the procedure was complete using two resolute onyx stents, one 2.25x12mm and one 2.5x18mm. It was indicated that the device was inspected prior to use with no issues noted. Imf code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.